Event description:
It was reported that a malfunction alarm with code malf 1 occurred, and the pump could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to replace the pump, advising the customer to switch to multiple daily injections (mdi) as a backup therapy. The customer was informed about the updated software on the replacement pump and given instructions for handling the transition and returning the faulty pump. The pump was shipped without requiring a delivery signature.